Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks in the reservoir. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was performed and the customer reported a reservoir leak and leak past both o rings. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 3 open/used reservoirs (no clear liquid inside barrels). A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found, performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per dop114-811doc. Conclusion: reservoirs passed per pre-fill test; no leakage, no air bubbles and no physical o cosmetic anomalies were found during test. Evaluated 1 random seal reservoir. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per dop114-811doc. Conclusion: reservoir passed per pre-fill inspection no leakage and no air bubbles anomaly were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.